Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 2.0x20mm maverick balloon catheter was used to predilate the target lesion at 12 atms. Predilation was performed from the mid lad back to the left main artery. A 2.5x28mm promus element was selected to be placed in the mid lad; however the device was unable to cross the lesion. When the device was removed, it was noted that the stent appeared to be kinked. He continued the procedure with a 2.5 x 24mm promus element stent which crossed successfully. Three additional promus element stents were placed in the proximal lad, left main artery and first diagonal branch. No patient complications were reported and the patient's status was fine.